Event description:
The rep reported the device was used during a low anterior resection. It was reported the ecs29 misfired. There was an incomplete staple formation resulting in an incomplete anastomis. Another ecs29 was pulled and the same thing occurred. There was extension of the operating room procedure time. The post-operating course of the pt is unknown at this time.